Manufacturer narrative:
Patient identifier-ethnicity: there was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Attempt was made by cleaning and disinfecting the pumps but the issue persisted thus both pump motors need to be replaced. The most likely root cause of the reported issue is defective pump motors electronics.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error messages associated to both patient pumps during priming. There was no patient involvement.